Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and lynx were implanted due to grade 3 cystocele, grade 1 apical defect and sui. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain as well as severe infections, scarring, nocturia, recurrent urinary problems and the need for additional surgery. It was reported that the patient had diverticulitis in 2013. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 in hopes of alleviating some of the severe pain and discomfort. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent vaginal mesh removal on (B)(6) 2013 by (B)(6), md at (B)(6). It was reported that following insertion patient experienced urgency, urinary incontinence, urinary tract infection, chronic cystitis, and nocturia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and gynemesh and lynx were implanted. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.